Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), allergy to metals ("allergy to essure component"), headache ("headaches"), myalgia ("muscle aches") and fatigue ("tiredness"). The patient was treated with surgery (essure removal.). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, premature menopause, allergy to metals, headache, myalgia and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, back pain, fatigue, headache, myalgia and premature menopause with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), allergy to metals ("allergy to essure component"), headache ("headaches"), myalgia ("muscle aches") and fatigue ("tiredness"). The patient was treated with surgery (essure removal.). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, premature menopause, allergy to metals, headache, myalgia and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, back pain, fatigue, headache, myalgia and premature menopause with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.